Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, removed and replaced in initial procedure initial reporter phone number: (B)(6). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: manufacturing record evaluation could not be performed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the insertion of a tecnis itec preloaded intraocular lens (iol), model pcb00, the haptics stuck. The doctor tried to pry them apart, but nothing would separate them. As a result, the lens dipped sideways and ruptured the capsular bag. The lens was removed and vitrectomy was performed in the initial procedure. A 3-piece lens was inserted as the replacement. The lens will not be returned and the serial number is unknown. No additional information was provided.